Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a display issue with the onetouch vita meter; specifying the display has black and white pixels. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began possibly two to three months prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient does not recall what action he took in response to the alleged meter issue. According to the csr¿s documentation, due to the reported display issue, the patient reportedly was not always able to obtain his blood glucose reading and as a result, the patient reportedly developed symptoms of vertigo and blurry vision an unknown date/time later. The patient, however, denied receiving any form of medical intervention after the alleged product issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/05/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 10/30/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.